Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The procedure treated the 50% stenosed lesion located in the mildly calcified circumflex artery. A 2.25x12mm promus element was advanced to treat the lesion but the stent dislodged. Additional information was requested but not received. No patient complications were reported and the patient status is fine. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The procedure treated the 50% stenosed lesion located in the mildly calcified circumflex artery. A 2.25x12mm promus element was advanced to treat the lesion but the stent dislodged. Additional information was requested but not received. No patient complications were reported and the patient status is fine. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Additional information: device avail. For eval, returned to MFR. On, device evaluated by MFR, device returned to MFR. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon and damaged throughout it's length. The balloon was partially inflated and full of solidified contrast media. The device could not be inflated and deflated due to the contrast media remaining in the balloon and inflation lumen. The hypotube was kinked along it's length. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Therapy dates and desc: al2 medtronic catheter, maverick balloon. (B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).